Event description:
Baxter received a report that universal slingbar 450 had broken hook during test load with maximum load. This occurred during biomed testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
(B)(6). No further information is available on the repair of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information will be submitted in a supplemental report.